Event description:
It was reported that during an unknown procedure, the clips of the device fell out of the jaws of the instrument prior to initiating the fire mechanism. No patient consequences. Case completed with another device of the same product code. One device returning.